Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR#: (B)(4).

Event description:
It was reported that upon withdrawing the injector from the patient¿s left eye, the surgeon noticed that the trocar had broken intraoperatively following the implantation of two (2) stents from a trabecular micro bypass stent system. The broken piece of the trocar was intraoperatively removed from the patient¿s eye using forceps. Any omitted information was not provided at the time of this report.